Event description:
It was reported that "after placement, the catheter would not inflate". As a result, the iab was removed and a 2nd iab from a different brand was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The serial number ((B)(6)) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed biohazard bag. Upon return, the distal end of the teflon sheath was noted at approximately 15.4cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The iabc bladder was partially withdrawn through the sheath; the visible portion of the bladder was noted wrapped (or considered twisted) near the iabc distal tip. The one-way valve was tethered and connected to the short driveline tubing. A bend to the iabc was noted at approximately 37.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The teflon sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0079in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with some force required. The iabc was leak tested and during the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the proximal and distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 4.9cm from the iabc distal tip due to a blocked central lumen. Some blood was noted on the guidewire. The central lumen was likely blocked by dried blood. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 76.6 cm; the guidewire was able to advance through the central lumen and blood clot had exited the central lumen with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guidewire test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter would not inflate" is confirmed. During the investigation, the distal portion and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instruction for use (IFU). An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections.

Event description:
It was reported that "after placement, the catheter would not inflate". As a result, the iab was removed and a 2nd iab from a different brand was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".